Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found the cord running from the back of the e-100 to the core was getting pinched causing instrument recognition issues. Fse replaced cord to resolve issue. System tested and verified as ready for use. Based on field evaluation, the reported event was confirmed.

Event description:
It was reported that during a da vinci-assisted proctocolectomy surgical procedure, the vessel sealer extend (vse) instrument was plugged into e-100 generator and was cutting in and out. The staff cycled e-100 power before calling. Intuitive technical support engineer (tse) could not check the live logs as they were not available at the time of event. The surgeon continued with the case robotically. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no insufficient sealing. After cycling the e-100 power, the vse worked momentarily, but then stopped working again. When the vse and e-100 were not working, there was no sealing. The surgeon used the erbe with the vse instead, which worked normally.